Event description:
Loi vacuum failed. Manufacturer response for liquid optic interface, (brand not provided) (per site reporter): the product has been returned to the manufacturer for evaluation.

Event description:
Loi vacuum failed. Manufacturer response for liquid optic interface, (brand not provided) (per site reporter) :the product has been returned to the manufacturer for evaluation.